Event description:
During a prodisc-c procedure at level c5-c6, the implant inserter tip broke off inside the superior end plate as the inserter was being removed. This was noticed after surgeon was closing; patient was reopened and tip of instrument was able to be retrieved. X-ray confirmed that all fragments were removed. The procedure was completed with no further problem.

Manufacturer narrative:
Device was received and is in the evaluation process, no conclusion has been drawn.